Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and reset all the connections from unit's screen display and the issue was solved. The fse then performed all functional and safety tests per factory specifications. The unit passed all tests performed and was kept under observation. The unit was handed over to the customer in good working condition.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) unit has screen flickering issue. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.